Event description:
It was reported that the patient underwent a balloon ablation procedure. Physician saw the patient on post-op day 7, and patient was doing well. On post-op day 8, the patient returned to the office with hemorrhaging, the patient was sent home, the patient continued to bleed until patient became hypotensive and tachycardic. The patient went to the emergency room. The patient's hemoglobin was noted to have dropped from 12 to 8. Patient required four units of prbcs and an emergency hysterectomy was performed. IV estrogen was given, and their bleeding slowed down in the operating room. Physician opines that the patient had a deep burn, and the scab came off. Pathology is pending. Postoperatively, the patient is doing well.